Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - a probable cause for foreign material at the distal end (z-block) and forceps elevator could not be determined. - a probable cause for the cracked adhesives around the distal objective lens and light guide lens is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope was found to have foreign material at the distal end (z-block) and forceps elevator. In addition, the adhesives around both the objective lens and light guide lens at the distal end are cracked. There was no patient involvement.